Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) for hyperglycemia. The patient's blood glucose levels reached 660 mg/dl while wearing the pod between 4 and 24 hours. Ketones were also checked but results weren't provided. The patient was treated with intravenous fluids and was released after spending 6 hours in the ER.